Event description:
Info was provided to sjm from a clinical abstract: ¿stuck leaflet of bileaflet prosthesis in mitral position- five cases to make us think¿ interactive cardiovascular and thoracic surgery 6 (2007) 379-383. The article indicated that the pt underwent a re-do mitral valve replacement due to mitral regurgitation. Postoperatively, a transesophageal echocardiogram revealed an immobile leaflet. The valve was replaced with another MFR¿s device.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve¿s device history record. The cause of one leaflet being immobile postoperatively remains unk.